Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device failed to provide shock during intervention on a patient until they removed the magnets that were used for imaging. In this state the device may not be able to provide defibrillation therapy if it were needed. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
The reported issue was verified though communication with the customer. It was determined that the customer device functioned as intended after the magnets were removed. The general dangers and warnings section of the lifepak 15 operating instructions state "mr unsafe: keep the defibrillator away from magnetic resonance imaging (MRI) equipment." The proximity of the device to the ensite-x imaging device was the root cause of the reported issue. The customer was informed that the lp15 device should not be used in conjunction with MRI equipment. The device remains in service at the customer.

Event description:
The customer contacted stryker to report that their device failed to provide shock during intervention on a patient until they removed the magnets that were used for imaging. In this state the device may not be able to provide defibrillation therapy if it were needed. This issue is patient related; however there was no adverse patient outcome reported.